Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the reported issue of the front panel blinking was reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera pro xenon light source front panels were blinking. It is unspecified when the issue was found however the intended procedure was completed powering on the device again. The procedure was not delayed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the flashing panel was due to turret motor and high intensity motor were broken. Olympus will continue to monitor field performance for this device.